Event description:
The customer reported going to the hospital due to low blood glucose levels. Prior to admission, the customer was experiencing high blood glucose levels. The customer could not recall the date of the event or the blood glucose reading at the time of admission. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.